Event description:
The customer reported the battery release function on the heartstart defibrillator is malfunctioning. The customer states that sometimes the battery will release without having touched the unit. There was no report of pt injury or impact related to this intermittent battery release.